Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure, performed in 2008, was to treat the lesions in the left main, the mid and proximal lad and the lpda. Predilatation was performed prior to placement of the xience v index stents. No procedural complications were reported. The following year, the pt was rehospitalized with worsening cardiac ischemia. The pt complained of epigastric burning (pain) with radiation to left arm. The heart cath of nineteen days prior, was noted to be within normal limits, so the physician ordered a pet scan which was abnormal the following month. The pt was scheduled for a heart cath six days later, that showed restenosis of the target lesion in the left main and lad. Percutaneous coronary intervention was performed for treatment of the restenosis. The pt followed up with another pet scan two weeks later. No additional event or pt info is available.

Manufacturer narrative:
The two xience v everolimus eluting coronary stent systems is being filed under the same MFR #. Results and conclusions summation - product performance engineering reviewed the incident. Ischemia and restenosis are listed in the xience v IFU as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Abdominal pain (epigastric pain) is also listed as a known secondary effect of daily oral administration of everolimus. A conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.